Manufacturer narrative:
Inadequate stimulation is a known inherent risk associated with use of the device. The lead was returned and evaluated visually and via x-ray, there were no anomalies found during the inspection of the returned lead. Based on all available information there was no problem detected.

Event description:
It was reported that the patient experienced inadequate stimulation. The physician subsequently performed an explant procedure.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(6), batch: 3189536. Product family: scs-ipg-r, upn: m365sc11600, model: sc-1160, serial: (B)(6), batch: 369118. Analysis of (B)(6) revealed that the ipg was not functional when it was received in the lab. It could not be charged nor establish communication with a remote control or clinician programmer. An internal electrical test revealed excessive current leakage due to asic u2 damage. The patient data would not be retrieved due to the device damage, suggesting the device was damaged during the procedure. It appeared that the device was exposed to high-voltage transients or high rf (radio frequency) energy. Exposing the ipg to high-voltage transients or high rf energy can cause this type of damage. Analysis of (B)(6) revealed no anomalies. The leads passed all continuity tests.

Event description:
It was reported that during a routine visit the patient reported experiencing inadequate stimulation. The physician subsequently performed an explant of the entire system.

Event description:
It was reported that the patient experienced inadequate stimulation. The physician subsequently performed an explant procedure.